Event description:
It was reported that the patient was presented in the emergency room with syncope and the patient's pacemaker was found to have no telemetry. The patient was lost to follow-ups and the pacemaker is believed to be in end of life (eol). The pacemaker was removed and a new pacemaker was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).